Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was removed due to lens tear. Lens was removed with no enlarged incision and not pt injury. This incident was due to lens loaded improperly.

Manufacturer narrative:
Eval results (other): visual inspection of the returned product found the optic torn. Haptic and piece of optic is torn off and there was evidence of clear surgical residue. Conclusions (other): based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B) (4).